Manufacturer narrative:
Lot number: 05k provided. Expiration date - unknown due to unknown lot number UDI - unknown due to unknown lot number implanted date: device was not implanted explanted date: device was not explanted device manufacturer date - unknown due to unknown lot number health professional- requested, not provided occupation- requested, not provided name- requested, not provided the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the reported lot number 05k, it was confirmed that ol-xs25455m batched in may 2020 was lot 200526 only. From this, the lot number involved in this complaint was conceivable to be 200526. A review of the device history record and shipping inspection record of the product code/lot# combination ol-xs25455m/200526 was conducted with no findings. It is likely that the actual sample in the state of its distal tip being trapped due to some factors might have been subjected to an excessive load (tensile, torque, bending, etc.), resulting in the separation of the distal tip. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. Please see MDR 2243441-2020-00064 for the importer report. (B)(4).

Event description:
The user facility reported that the tip broke off the visiglide 2 in the patient, it was able to be retrieved. Additional information was received on 27oct2020. There patient was not harmed. There was no blood loss.